Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "celect pt filter placed at facility in 2014 was retrieved today. During retrieval, one of the secondary legs fractured and went to right ventricle. Patient is fine- no clinical sequelae. Patient will have echocardiogram". Patient outcome: did any unintended section of the device remain inside the patient¿s body? Yes. Did the patient require any additional procedures due to this occurrence? Not yet but will. Patient will have echocardiogram. Did the product cause or contribute to the need for additional procedures? Not yet but will. Patient will have echocardiogram.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref#: (B)(4). MFR site: name and address for importer site: cook medical incorporated (cmi). (B)(4). Device code: 3191 - no code available for perforation of vessels. Summary of investigational findings: investigation is based on event description and image review. It was reported that one secondary leg fractured and went to the right ventricle during filter retrieval approx. 4 years after placement. The patient is fine - no clinical sequalae, but the patient will have echocardiogram. Initial images at the time of ivc filter placement demonstrate a normal ivc anatomy with appropriate placement of a celect platinum ivc filter in the infrarenal location. There was no evidence of significant tilt. This was reportedly performed in 2014. After a dwell time of approximately 4 years, the scout images of a CT scan of the abdomen and pelvis demonstrate interval development of a significant leftward tilt of approximately 30°, splaying of the primary filter legs, as well as at least multiple grade 2 interactions between the filter legs and the wall of the ivc. Unfortunately, the images submitted for review are so low quality and limited in quantity, that the true extent penetrations and configuration of the ivc filter is extremely limited. Many of the secondary legs are not visualized due to the low resolution. On (B)(6) 2019, the patient underwent a complex ivc filter retrieval. The initial venogram demonstrates the celect platinum ivc filter in the infrarenal location now with a significant leftward tilt as well as penetration of the proximal portion of the filter through the left lateral wall of the ivc and extension of at least a primary and secondary leg through the right lateral wall of the ivc. Given the extensive leftward tilt and degree of penetration involving both legs and the hook/neck of the ivc filter, advanced retrieval maneuvers were needed to remove the filter. On the images submitted, although of very low quality, there appears to be utilization of a guidewire loop snare as well as endobronchial forceps attempting to free the ivc filter. During the manipulations, it appears that at least one of the primary filter legs becomes severely distorted and does not have a parallel configuration similar to the remaining legs. This leg appears perpendicular to the long axis of the filter and kinked back on itself, and in all likelihood, the forces applied to this primary filter leg to achieve this configuration were also applied to at least one of the secondary filter legs. Given the extensive manipulation of the ivc filter required to retrieve the device, this reportedly resulted in a fracture of a secondary filter leg which migrated to the right ventricle. The final fluoroscopic image of the chest does demonstrate an entire secondary leg projecting over the right ventricle. It is uncertain if the retrieving physician verified there was no migration of the filter fragment to the heart prior to attempting to retrieve the ivc filter, but assuming this was the case, the fracture/migration of the secondary filter leg was a result of retrieving the filter. Assuming the secondary filter leg was manipulated to the same extent and in a similar manner as the primary filter leg which took a near perpendicular orientation to the filter body, this likely resulted in fracture of the secondary filter leg at the neck of the ivc filter. Given the extensive penetrations and severe tilt that was present, this secondary filter leg may have had an element of high cycle metal fatigue which facilitated the fracture during retrieval. The advanced maneuvers used to retrieve the filter would not have been utilized, if the filter did not develop such severe penetration and tilt in the interim. The cause of the penetration and tilt is indeterminate but likely multifactorial. Given the lack of imaging, it is uncertain if the tilt led to the penetration or if the converse holds true. Per the complaint report, the migrated fragment to the right ventricle did not result in any clinical symptom, but patient was to undergo an echo. As previously described in the literature, occasionally these intracardiac fragments can be retrieved endovascularly, but can also require open surgery to remove, so the risks vs benefits of leaving the fragment in place can be difficult to accurately assess. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.